Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where multiple patients were not appearing in multiple stations. Rebooted station but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple patients were not appearing in multiple stations. A technical support specialist (tss) found that the issue being worked on originated from a master case where the d drive on the database server was experiencing corruption. It was also noted that the facility was in the process of upgrading to version 1.11. The system functioned as intended after the technical support specialist assessed the device.